Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated upon removal of u by kotex sleek tampon falling apart and pieces would be stuck inside of her. She felt the tampon ripping. She would wear a pad and found pieces from the tampons on the pad. She removed all remaining pieces. Consumer did not seek any medical attention.